Event description:
This device was explanted due to lv lead broke apart while removing from this device. The lead pin was lodged into the header and could not be removed. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.